Event description:
Boston scientific received information that this lead was explanted due to intermittent capture and noise. The provided explant and event dates appear to be in error. It is believed the explant date is (B)(6) 2011.